Manufacturer narrative:
Additional information: a medtronic representative reported that replacing the central processing unit (cpu) resolved the issue. The software investigation found that a probable cause was the cpu and not related to a software issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a case, while testing the systems, there was an intermittent connection/communication between the navigation system and the c-arm. The representative reported that the external bulkhead was bypassed on the navigation system and the c-arm and the navigation system were directly connected, but the issue did not resolve. There was no patient present when this issue was identified.